Manufacturer narrative:
The cause for the discordant total hemoglobin (thb) results is unknown.

Event description:
Customer reported discordant total hemoglobin (thb) results on the instrument. There was no report of injury for this event.